Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. In this case, the site indicated there were three (3) holes observed in the noncoronary cusp of the valve leaflets. Without return of the device, edwards is unable to confirm the clinical observation or conclusively determine a root cause for the observed holes. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this device was explanted after one (1) year, two (2) months due to severe aortic insufficiency. The patient had a prior admission due to aspiration pneumonia and presented with fever and chills, in which he was aggressively diuresed and received antibiotic therapy. During the aortic valve replacement procedure, there was no perivalvular leak but there were three (3) discrete holes observed in the noncoronary cusp. There were no signs of active infection. A 21mm pericardial bioprosthesis was used in replacement and there were no complications. The patient was transferred to the intensive care unit in hemodynamically stable condition and was later discharged.